Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the water filter incorrectly replaced was caused by the user. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 7 section 3 replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was used in a case after being reprocessed in a reprocessor with a water filter that was not replaced according to the instructions for use and could not sufficiently drain water. There were no reports of patient harm.related patient identifiers for other devices reprocessed with an affected reprocessor:(B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.